Manufacturer narrative:
H6) there was no patient involved during the reported event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump encountered a red connect to computer screen. No patient was involved in this event. No adverse effects were reported.